Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of right hip constrained liner originally put in on (B)(6) 2015. Patient fell and dislocated hip. Liner came apart in 2 pieces. Replaced with a mdm liner.

Manufacturer narrative:
An event regarding disassociation leading to dislocation involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: the damage was observed and outer rim disassociated from the liner component. Review with material analysis indicated impingement cannot be confirmed as the event notes this is a trauma case. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "there are two different primary harms involved. The first being related to metal ion release presumably from the modular taper junction of the neck and body of the rejuvenate stem. The second being instability following revision tha. There is insufficient documentation presented to complete this assessment." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the visual inspection confirms damage was observed and outer rim disassociated from the liner component. The consulting clinician concluded that disassociation of rim from constrained liner leading to dislocation requiring further surgery. The mar analysis indicated this as a trauma case. Further information such as outpatient office/clinic notes, operative reports, complete surgical implant records from all the surgeries, pre and post op xrays/imaging from the index and revision surgeries, implant retrieval and analysis becomes available, this investigation will be reopened.

Event description:
Revision of right hip constrained liner originally put in on (B)(6) 2015. Patient fell and dislocated hip. Liner came apart in 2 pieces. Replaced with a mdm liner.